Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: h3, h6: a manufacturing related potential cause was not suspected, therefore, per franchise complaint product investigation procedure no manufacturing record evaluation is required. The product was returned to depuy synthes for evaluation. Visual inspection of the returned device found the proximal threads of the screw showed presence of scratches as well as stripped condition was identified at the distal threads. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces with other tools and hard edges coming in contact with the device. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the lockscr f/nails ø5 l 40 xl25 would have contributed to the device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
In the patient, a proximal femoral nail was implanted at the (B)(6) 2025, which was broken in the course and then today, at the (B)(6) 2026, was removed and replaced by a total hip endoprosthesis. It is obviously a matter of material fatigue due to too weak a nail diameter. The device was identified as stripped during manufacturers investigation.